Manufacturer narrative:
It is reported the hospital discarded the screws. Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported two screws broke in the middle, during insertion. The surgeon commented that "the screws did not seem strong enough." There was no surgical delay in excess of 30 minutes, patient injury, or foreign body reported.